Manufacturer narrative:
No device lot number provided and device not returned.

Event description:
On (B)(6) 2014, a gore viabahn endoprosthesis was implanted successfully. The gore viabahn endoprosthesis thrombosed within seven (7) days. The arterial thrombosis was successfully treated by thrombolytic therapy. Within 24-36 hours, the device re-occluded. Angiojet was utilized to reopen the gore viabahn endoprosthesis and thrombolytic therapy was continued. The gore viabahn endoprosthesis occluded again, leading to an above-the-knee amputation.